Manufacturer narrative:
The pump was received with minor scratched display window, cracked at display window corner and broken reservoir tube lip and missing the black o-ring seal from inside reservoir tube.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with cracked o-ring in the pump. The customer states the ring will not stay there anymore. The customer's blood glucose level was reported to be unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.